Manufacturer narrative:
The reported symptom could be reproduced during the logfile evaluation. The battery pack was faulty. A complete device failure is obvious to the user. In this case, automatic ventilation is no longer possible, electronic gas dosage as well as device and patient monitoring are out of function. An acoustic alarm is given (continuous alarm tone generated by the secondary alarm system), indicating the failure to the user. Continuation of therapy remains possible by using the o2 safety flow (electronically controlled gas mixer) or the flow control valves (mechanically controlled gas mixer) for a manual ventilation. The procedure for this scenario as well as all alarms, possible causes and remedies is described in the instructions for use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that the perseus shut down during a case. The machine was swapped while bagged, and no patient adverse effects were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the perseus shut down during a case. The machine was swapped while bagged, and no patient adverse effects were reported.